Event description:
A complaint was received via a direct call to the emergency support program regarding cardiosave intra aortic balloon pump(iabp) that cardiosave console that was not charging and was operating on battery power after a patient arrived from the cath lab. Troubleshooting determined the device was in rescue mode and disengaged from the hospital cart, preventing charging. The alleged issue was not related to a device malfunction, rather user error. The user was guided to re engage the console into the cart, restoring normal charging and returning the device to hybrid mode. No patient harm or injury was reported.

Manufacturer narrative:
(B)(6). Battery not charging because of console not correctly docked and latched to the cart. Cardiosave can have two configurations. Hybrid and rescue. Cardiosave hybrid mode is when the rescue unit is docked into the hospital cart. Cardiosave rescue mode is when the iabp is in rescue configuration and not docked into the hospital cart. If the iabp is set up in the hybrid mode and the rescue mode icon is displayed ensure that the rescue unit is securely docked into the hospital cart. Upon transitions from rescue to hybrid the iabp will sound three audio tones of increasing volume. Upon transitions from hybrid to rescue the iabp will sound three audio tones of decreasing volume. Upon all transitions between hybrid and rescue the iabp will blink the icon for approximately 6 seconds. If the iabp configuration was changed from rescue mode to hybrid mode meaning the iabp was docked into the hospital cart that is attached to the ac power line and if the docking was not performed correctly then the system will not be able to automatically use ac power to charge the batteries and this will result in batteries not charging. The system shows an informational message. Unable to charge batteries.